Event description:
A customer contacted baxter's technical service center regarding a leak on the homechoice (hc) unit during use. The home patient (hp) stated they did not have any problems with therapy the night before, but noticed that the bag was leaking. The technical service representative (tsr) advised to notify the registered nurse (rn). The probable cause was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp regarding the leak, it was revealed that upon waking-up in the morning, the hp noticed that there was liquid underneath the hc cycler. Per hp, she did not know when or how the leak occurred. Writer asked the hp if the bag was leaking. The hp stated that it was not a bag, but there was a leak under the hc machine. The hp stated that she informed the home care nurse about the issue. The hp was not provided any antibiotics. The hp stated that she does not feel any different since the incident.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.